Manufacturer narrative:
Additional health effect impact codes: f12. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "a patient who developed a postoperative infection several weeks after augmentation mastopexy, hematogenic spread of pneumonia, and later reported capsular contracture baker grade IV". The device has been explanted. This relates to the left side.

Manufacturer narrative:
The events of infection (early onset) and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "a patient who developed a postoperative infection several weeks after augmentation mastopexy, hematogenic spread of pneumonia, and capsular contracture". The device remains implanted. This relates to the left side.